Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported that when the patient woke up this morning, he noticed that cord was just snapped. The site location was patient's abdomen and the pump was located on left side of the abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. No further information available.